Event description:
Pt underwent cataract surgery and implantation of a staar model aq-2010v intraocular lens. This was the dr 2nd time peforming the procedure. Dr stated that he had reviewed the video of the procedure the night before. Dr believed he loaded the lens properly but is not 100% sure. Dr stated that he inserted the lens, it tore in 3 places and he did not have the proper instruments for removal and had to enlarge the incision to remove the lens in pieces. Dr also stated that due to the additional manipulation of removing the lens from the eye, and not due to the lens, the pt developed corneal dystrophy. To date pt is not doing very well and has developed bullous keratopathy and the dr may have to do a corneal transplant.